Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient developed an infection and the device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the proximal segment of the lead was returned. Analysis found that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2007; product ID fr995-23 tissue valve, implanted: (B)(6) 2011. (B)(4).